Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event occurred at customer's in-house testing facility; there was no patient injury. One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of " high alarm displayed: cassette not attached properly" messages. To further investigate, a functional test was performed. The reported event was duplicated. It was determined to be most likely due to a defective and nonreactive dso sensor. The dso was replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump could not recognize the tubing that was attached. No adverse effects were reported.